Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -10.00/1.0/131 (sphere/cylinder/axis), implantable collamer lens tore during loading. There was no patient contact. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris on product, in a vial. Visual inspection found a torn optic and haptic and residue and debris on lens. Claim#: (B)(4).